Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "capsular contracture baker IV". The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to d6a implant date: 2004 (year only received).

Event description:
Healthcare professional reported "capsular contracture baker IV". This record is for the left side. Device was explanted and replaced.

Event description:
Healthcare professional reported "capsular contracture baker IV". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event of capsular contracture was received on april 23, 2025 with lot number 612081. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.